Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00056. Follow-up information indicated x-rays were taken and no fractures of the leads were noted. Surgical intervention was undertaken on (B)(6) 2017 and intraoperative diagnostics indicated invalid impedance readings on 2 of the 4 leads. Impedance readings for the other 2 leads were within normal limits. The physician explanted and replaced the ins and effective coverage was able to be provided with the 2 leads that did not exhibit any impedance issues.